Manufacturer narrative:
Pc (B)(4). As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. The lot number was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information was requested, and the following was obtained: could you please confirm if product code belongs to 0855cn - yes could you please explain the current patient status? Unknown in the additional information it is stated¿ the patient requires future surgery" is this future surgery due to the ethicon product? No if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that after an unknown procedure, the patient developed contact dermatitis from the bovie grounding pad adhesive.